Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the alarm could not be cleared. The customer reported that the insulin pump is normally clipped to his shirt but was not on him when he woke up. The blood glucose reading was 132 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.